Event description:
During a pta treatment procedure to dilate an occlusion of the left iliac artery, the wallstent did not cover the lesion. The physician used a 10 x 68 wallstent and placed it into a vessel measuring 4.3 mm in diameter and 98 mm in length. When the wallstent was placed into the vessel, the physician was dissatisfied with the product length, expecting it to be longer and to fully cover the lesion. The physician aborted this procedure and plans to place a second wallstent at a later date. This procedure was considered unsuccessful. No patient injury or complications were reported.